Event description:
Per the attached facility medwatch report# (B)(4) received from the facility- reporting product problem with no patient injury: "during ptca atherectomy was performed after exchanging the 1.25 mm burr to 2.25 of mm burr at the level of the distal superficial femoral artery to its calcific segment. The patient was also noted to have the distal tip of the viper wire dislodged at the level of the anterior tibial segment. Subsequently, the device was retrieved with and 6 french multipurpose catheter was selectively placed at the level of the broken tip of the wire and aspiration done through this catheter to retrieve the distal tip of the wire with post angiographic views showing preserved flow at the level of the tibioperoneal trunk and peroneal artery. No harm to patient." Please note that the description provided above by the facility states, "during ptca atherectomy..." However, this was a peripheral atherectomy procedure rather than a coronary atherectomy procedure and should have been described as a pta atherectomy procedure.

Manufacturer narrative:
Device analysis: the device is currently retained by the facility; therefore, a device analysis cannot be performed at this time. The material inspection record for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unknown. (B)(4). Additional information from the importer report: (B)(4): cardiovascular systems inc (csi), viper wire advance guidewire, (B)(4).